Event description:
It was reported that the surgeon was using harh45 in a lap sleeve. The blade broke in half. Dr was using the ty knot device and it came in contact with the "anchor" portion on the suture. Long time user and this has not happened before.

Manufacturer narrative:
(B)(4). Batch #: unknown. Additional information was requested and the following was obtained: did a piece of the blade fall in the patient? If so, how was it retrieved? Did the patient experience any adverse consequences due to this issue? The blade was retrieved with no patient consequences. Photo attached. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Manufacturer narrative:
(B)(4). Date sent: 1/25/2022. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing documentation could not be completed as the lot number was not provided. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product or additional information is received at a later date, the investigation will be updated as applicable. This is an analysis for a video submitted to ethicon endo surgery for evaluation. Image1: the image provided by the customer is that of the distal jaw of what appears to be an harh instrument. A closer look at the clamp arm interface shows the blade tip broken off. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in activation issues such as failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damage blade can result in a broken blade. As part of ethicon endo information surgery quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.